Event description:
Patient had a tracheostomy performed in the operating room. After the patient returned to the ICU intensive care unit, the nurse noted a large air leak from the tracheostomy tube and was unable to maintain a seal with cuff or tracheostomy tube despite instilling air in the cuff. This is the 3rd incident with this type of tracheostomy tube.